Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the healthcare professional that the patient had been hospitalized with hyperglycemia. The pod was reportedly leaking during wear causing the increase in blood glucose levels. Additional information was solicited, but unavailable.